Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting ECG "a" to the front therapy electrode was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the defective monitor and belt. Device manufacture dates: monitor: 11/11/2019. Belt: 06/03/2015.

Event description:
During servicing of a monitor and belt, which were returned for investigation into a non-reportable patient death, a reportable malfunction was found. Monitor sn (B)(4) failed incoming functional testing and belt sn (B)(4) had a damaged cable. There is no indication that the device malfunctions caused or contributed to the patient's passing as the patient was in a non-treatable rhythm at the time of the device shutdown.